Event description:
Department medics responded to medical call, the patient's heart rate was bradycardic so therapy electrodes were attached to the patient. When an attempt was made to pace the patient, the device indicated connect cable and use of the device was inhibited. All connections were checked and it was noted when the therapy cable was removed from the device, that a pin had broken off. The reporter stated there were no adverse affects to the patient as a result of device operation.